Manufacturer narrative:
Additional information was received. The patient had aortic regurgitation, there was no calcium on the valve area. The exact size of the annulus and its morphology was not known. Per the instructions for use (IFU), valve embolization and central regurgitation are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the central aortic insufficiency could not be confirmed. Per the report, the valve embolization was considered to be due to a lack of calcification to hold the valve, central aortic regurgitation, and the valve possibly being undersized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position using transfemoral approach, the valve migrated and severe central regurgitation was observed. A second 26mm sapien 3 valve was prepared to be deployed within the first valve, but the first valve embolized into left ventricle before the second valve could be implanted. The patient was converted to savr and the first sapien 3 valve was removed from left ventricle. The patient was doing well after the implant and was discharged. The valve embolization was considered to be due to a lack of calcification to hold the valve, central aortic regurgitation, and the valve possibly being undersized. On deployment the native leaflets pushed the s3 further into the left ventricle.